Manufacturer narrative:
The company rep examined the sys and was not able to duplicate the customer reported problem. The company rep did observe a sys message "vacuum check failed-slow rise time" in the event log for the last day the customer used the sys. The sys was then tested and met all product specs. No parts were replaced, no sample was sent for eval, and no add'l info was received related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A surgical tech reported that poor vacuum was experienced during a procedure. The case was completed using an alternate sys following a 15 minute delay. There was no pt harm. Add'l info has been requested.